Event description:
Caller reported a malfunction on the pump, specifically citing a malfunction code "malf 0," with a corresponding fault ID of 0-0x2890. There was no adverse impact to the customer's blood glucose level. As a corrective action, technical support planned to replace the pump. There was no backup therapy available, and the caller planned to contact their healthcare provider to ensure continued insulin delivery.